Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a maximum blood glucose of 239 mg/dl lasting several hours after a meal despite making meal announcements as instructed, and no alerts or alarms were reported from the device. Symptoms included elevated blood glucose without associated acute complaints. Outcomes included no need for assistance, no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included a review of user-reported history, device use patterns, and potential meal-related factors. Investigation of this case revealed no device alarms and no evidence of device malfunction, with the cause of hyperglycemia remaining unclear and possibly influenced by meal composition or timing. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.